Event description:
A female patient who underwent an unknown breast surgery with a mentor memorygel, 425cc silicone prosthesis experienced unknown sided silent rupture post operation. The issue was diagnosed through in office examination. As a result, patient scheduled for bilateral replacements with mentor 475 high profile gel;(3504754 bc) on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 5, 2025, indicated that the a patient also experienced left sided capsular contracture unknown grade and granuloma. As a result, patient underwent left sided capsulectomy and bilateral replacements. The ultrasound examination located free silicone which correlate to painful lump in the lateral aspect of the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 1, 2025, patient replaced with sn: (B)(6), sn: (B)(6). The implant sides were not reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 28, 2025, it was confirmed that the left side was ruptured. Lot and serial numbers of the left side updated to (B)(6). The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 09, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 425cc breast implant was found to be ruptured. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the ruptures. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Clinician assessment of the recent information: [safety_note_update1]impacted product number: (B)(4) - smooth hpg, 425cc, (B)(4) - smooth hpg, 425cc it was reported that a 29-year-old female patient who underwent breast implant surgery with mentor medical devices (smooth hpg, 425cc, date of implant (B)(6) 2019) has experienced breast implant rupture on the left side with benign appearing inframammary lymph nodes in the left axillary tail with pain, confirmed by ultrasound. It was also reported that the patient developed capsular contracture bg - unk in the left breast, it was also reported that the patient experienced breast pain bilaterally. As a result, the patient underwent bilateral explantation on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).